Event description:
It was reported to resmed that an astral device battery was inoperable. There was no harm or injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
Review of the device logs confirmed battery communications lost alarms and battery inoperable alarms. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the issues were due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device battery was inoperable. There was no harm or injury reported as a result of this incident.